Manufacturer narrative:
(B)(4). (B)(4) was not authorized to evaluate/service the device. The repair cannot be verified. A non-(B)(4) service provider checked the device, the ventilator had an air leak at the water trap and the compressor was displaying very low pressure. The ventilator water trap was cleaned and reinserted and both the ventilator and compressor worked properly.

Event description:
It was reported that a ventilator generated an air loss alarm. There was no patient involvement.